Manufacturer narrative:
Pump resistor is plugged with saline debris. Balloon performed within specifications.

Event description:
Add'l info received on 12/9/97 indicates the entire device was removed from the pt and replaced on 12/9/97 due to fluid loss at suture-tie connector.